Event description:
Information was provided by the study site that this patient had a wound dehiscence. This case is being further investigated for more details regarding the adverse event. If additional information is received, this report will be updated.

Event description:
Additional information was provided by the clinical study site confirming the s-ICD and electrode are no longer inside the patient's body. The patient has placed the products inside a biohazard bag. It is not clear how the products were removed, other than what the patient is reporting. It does appear that all products have been removed and are intact (i.e., entire s-ICD, entire electrode, suture collar, and two ethibond sutures). The study site has no other information, but suspects the patient had an infection at the subxiphoid location, which may then have tracked back to the main pocket. The axillary incision had not been a problem previously. Since the incision appears to have healed, the study site does not feel the patient requires additional debridement or washout. The patient was given a prescription for antibiotics. Additional follow-up attempts will be made with the patient to ensure no further issues are occurring. At this time, there is no plan for re-implantation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study site that follows this patient that the patient reported his subcutaneous implantable cardioverter defibrillator (s-ICD) system fell out. The study site then stated the patient put the device and electrode into a biohazard bag and gave it to his physician, who then returned it. The product analysis was documented in report 2124215-2017-14582.